Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('sharp pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), bone pain ("bones feel like they are being crushed"), hypoaesthesia ("numbness on different parts of a body") and muscle spasms ("muscle spasm"). The reporter considered bone pain, hypoaesthesia, muscle spasms and pain to be related to essure. Approximately concerning the injuries reported in this case, the following ones were reported via social media - sharp pains, muscle spasm, bone pain, numbness on different parts of a body quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('sharp pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), bone pain ("bones feel like they are being crushed"), hypoaesthesia ("numbness on different parts of a body"), muscle spasms ("muscle spasm") and tooth erosion ("slowy crumbling away too"). At the time of the report, the tooth erosion outcome was unknown. The reporter considered bone pain, hypoaesthesia, muscle spasms, pain and tooth erosion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - sharp pains, muscle spasm, bone pain, numbness on different parts of a body, teeth erosion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), bone pain ("bones feel like they are being crushed"), hypoaesthesia ("numbness on different parts of a body"), muscle spasms ("muscle spasm"), tooth erosion ("slowy crumbling away too") and blepharospasm ("eyelid twitching"). At the time of the report, the pelvic pain, bone pain, hypoaesthesia, muscle spasms, tooth erosion and blepharospasm outcome was unknown. The reporter considered blepharospasm, bone pain, hypoaesthesia, muscle spasms, pelvic pain and tooth erosion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - sharp pains, muscle spasm, bone pain, numbness on different parts of a body, teeth erosion, eyelid twitching. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event eyelid twitching added. New reporter added. Event pt pain nos updated to pelvic pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('sharp pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), bone pain ("bones feel like they are being crushed"), hypoaesthesia ("numbness on different parts of a body"), muscle spasms ("muscle spasm") and tooth erosion ("slowy crumbling away too"). At the time of the report, the tooth erosion outcome was unknown. The reporter considered bone pain, hypoaesthesia, muscle spasms, pain and tooth erosion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - sharp pains, muscle spasm, bone pain, numbness on different parts of a body, teeth erosion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event teeth crumbling and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.